Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 laser fiber (box 5), the tip of the fiber broke off in the patient and was not retrieved by the physician. The area was well irrigated. Laser energy from a 100 watt lumenis laser was being used with the fiber. The laser settings were unknown. The procedure was completed with another flexiva 200 laser fiber, without any complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
Incorrectly reported as adverse event, correct information is adverse event and product problem.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 laser fiber (box 5), the tip of the fiber broke off in the patient and was not retrieved by the physician. The area was well irrigated. Laser energy from a 100 watt lumenis laser was being used with the fiber. The laser settings were unknown. The procedure was completed with another flexiva 200 laser fiber, without any complications to the patient, who is reportedly "fine" post procedure.